Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient's husband reported that the patient had red sores under the lifevest. The husband reported that the patient had severe diabetes and has had some skin/tissue breakdown on other areas of her body due to the diabetes. During a follow up on (B)(6) 2015 a distributor representative reported that the patient's sore was an incision from open heart surgery. A subsequent follow up on (B)(6) 2015 indicated that the irritation to the sore was worse and she had ended use of the lifevest. There was no reported medical intervention. The medical outcome of the irritated incision is unknown.

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.